Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the pilot valve for the manifold is contaminated. Additional malfunctions are the on/off switch for the control panel has a short circuit, the intake filter for the sound box is dirty/stained, and the pilot valve o-ring and tie straps for the sieve beds are defective.